Event description:
It was reported that the programmer was unable to display clearly and was flashing. The programmer has been returned for repair. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, as a result the display was replaced. It was also noted that the stylus was inoperable, the overlay was cracked during assembly, and the power cord bay screw holes were cracked. (B)(4).